Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned polarx fit balloon catheter was visually inspected, and no physical problems were found. X-ray inspection was performed to assess the condition of the slider mechanism and hall effect switch that controls balloon deflation; both the slider mechanism and switch appeared to be intact. During functional inspection, the device was connected to the smartfreeze console in an attempt to reproduce the slider deflation problem, using a known good cryo cable as a control. The device was inflated with the console, and the slider was used to manually deflate the balloon. Without any additional manipulation, the device was inflated again with the console, and the balloon was able to be deflated without any problem. The slider mechanism felt smooth and exhibited the expected amount of resistance. One 120-second ablation was performed, and the device deflated at the end of the ablation without issue. With all available information, the reported event of balloon failure to deflate could not be confirmed as this complaint was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that the balloon fails to deflate. During preparation, prior to a procedure to treat pulmonary vein isolation for atrial fibrillation, a polarxfit was selected for use. It was observed that the balloon could not be deflated after inflation. No ablation was attempted. Disconnecting and reconnecting the gas cable did not resolve the issue, so the cable was replaced with another of the same model. The procedure was completed successfully. There were no patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the balloon fails to deflate. During preparation, prior to a procedure to treat pulmonary vein isolation for atrial fibrillation, a polarxfit balloon catheter was selected for use. It was observed that the balloon could not be deflated after inflation. No ablation was attempted. Disconnecting and reconnecting the gas cable did not resolve the issue. Catheter was replaced and the issue was resolved. The procedure was completed successfully. There were no patient complications. The device is expected to be returned for analysis.